Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed inappropriate anti-tachycardia pacing due to an incorrect interpretation of signal. No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
Correction: section g2 - the report source should not include company representative.